Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the left atrial pressure was 15mmhg, patient's activated clotting time (act) levels were 290s and 7,000 units of heparin was administered. There were multiple attempts tried to place the device, 3 partial recapture and 1 full recapture. Because of large trabeculation projecting into the appendage. After contrast injection, contrast was seen to be leaking out of the left atrial appendage on the pv ridge wall and a circumferential effusion was noted. A pericardiocentesis was performed but, initial drain reduced the effusion size however started growing in size after pausing drain. A tear in the appendage was diagnosed and a cardiothoracic surgery was called. The patient underwent an open surgical repair to stop the bleeding. The patients' chest was left open and brought back the next day to be put on bypass and the left atrial appendage surgically ligated. The physician mentioned amulet device caused the pericardial effusion. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the left atrial pressure was 15mmhg, patient's activated clotting time (act) levels were 290s and 7,000 units of heparin was administered. There were multiple attempts tried to place the device, 3 partial recapture and 1 full recapture due to large trabeculation projecting into the appendage. After contrast injection, contrast was seen to be leaking out of the left atrial appendage on the pv ridge wall and a circumferential effusion was noted. A pericardiocentesis was performed but, initial drain reduced the effusion size however started growing in size after pausing drain. A tear in the appendage was diagnosed and a cardiothoracic surgery was called. The patient underwent an open surgical repair to stop the bleeding and loss of blood pressure. The patients' chest was left open and brought back the next day to be put on bypass and the left atrial appendage surgically ligated. The physician mentioned amulet device caused the pericardial effusion. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
It was reported that during procedure after contrast injection, contrast was seen to be leaking out of the left atrial appendage on the pv ridge wall and a circumferential effusion was noted. A pericardiocentesis was performed but, initially drain reduced the effusion size however started growing in size after pausing drain; a tear in the appendage was diagnosed. It was also reported that the physician mentioned amulet device caused the pericardial effusion. The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. Information from field indicated that due to large trabeculation projecting into the appendage there were multiple attempts to place the device, 3 partial recaptures and 1 full recapture without exchanging the sheath or device. Please note that per the amulet instructions for use, "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." It is possible that the reported operational difficulties and re-use of the delivery sheath may have resulted in device malfunction which may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The cause of reported patient effects bleeding and hypotension appears to be a cascading effect from procedural difficulties. The patient underwent an surgical repair to stop bleeding and loss of blood pressure. There was a surgical intervention reported that was a result of case-specific circumstances as cardiothoracic surgery was called to repair the perforation. The patient was brought back the next day of procedure and the left atrial appendage was surgically ligated. There were no related complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.